Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that six months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type IV and tongue pressure and tenderness. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that six months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Primary stability was not achieved and immediate load was not performed. Patient presented bone type IV and tongue pressure and tenderness. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.